Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was unknown. Hospital is currently in possession of device. Weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that according to the patient she heard a "pop" from her ins and since then she had been unable to charge her battery. She had excellent connection and after 45 minutes the battery level never moved. It remained blinking red the entire time. The rep assisted with charging to confirm. It was reported that battery replacement of the non-rechargeable device took place. Issue was resolved. No further complications were reported/anticipated.